Event description:
As reported through the article titled, "how to web: a practical review of methodology for the use of the woven endobridge", a patient with an incidental basilar apex aneurysm presented for elective web treatment. Immediate post­deployment digital subtraction angiogram (dsa) demonstrated adequate deployment of the web within the aneurysm. During the six- month follow- up, the dsa showed web compression and neck remnant. Two- year follow- up dsa showed growing neck remnant. The decision was made to proceed with stent-assisted coiling of the neck remnant. Immediate post- retreatment native dsa demonstrated a coil mass within the neck remnant and stent spanning from the left posterior cerebral artery into the basilar artery.

Manufacturer narrative:
The device lot number was not provided; therefore, a device history record and non-conformances could not be performed. The device remains implanted in the patient; therefore, the alleged product issue cannot be confirmed. Bibliography: goyal, nitin, et al. "How to web: a practical review of methodology for the use of the woven endobridge." Journal of neurointerventional surgery 12.5 (2020): 512-520.